Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient was experiencing a drop in sensing, high capture thresholds and impedance drop. The lead was successfully repositioned and remains in use. There were no patient complications reported as a result of this event.